Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The first test, performed in the morning, generated a negative result. The second test, performed five hours later, generated a positive result. The consumer was experiencing cold symptoms and mentioned that he used nasal spray before taking the first test. The customer confirmed there was no patient harm due to the test results.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The first test, performed in the morning, generated a negative result. The second test, performed five hours later, generated a positive result. The consumer was experiencing cold symptoms and mentioned that he used nasal spray before taking the first test. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 895278a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 895278a and test base part number 195-430wjr/ lot 895278a. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 895278a showed that the complaint rate is (B)(4). A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 895278a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.